Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell, missing shell, weight of the device was within specification, and creases fold. A visual and microscopic analysis was performed which identified sharp broken shell on posterior. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp broken shell on posterior due to an unidentified(tear) opening, and missing shell due to inconclusive.

Event description:
Patient reported left side rupture. Device has been explanted.